Manufacturer narrative:
The insulin pump was received with button error alarm and it had intermittent button response due to corroded keypad traces. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. During visual inspection no moisture damage was found on the electronics, motor, battery tube, and vibrator assembly. The device had cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.(B)(4)

Event description:
Customer reported via phone call, she fell in the lake and the device alarmed button error. Customer's blood glucose was 224 mg/dl. Customer stated throughout the day it has been pretty even. Customer primed and it was down to 80 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.